Manufacturer narrative:
Another quote for bench repair was sent to the customer for approval, and the customer accepted. The device was sent to bench for evaluation. The bench repair engineer indicated that the device did not show the "proximal port open or occluded" alarm error when the patient circuit was connected. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
A service quote was sent to the customer for approval, but the quote expired. It is therefore unknown what the outcome of the service was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint on the v60 indicating that a "proximal port open or occluded" alarm error occurred during preventive maintenance (pm) service even though the circuit was connected. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device needs to be sent to the philips bench for further assessment and repair. A service quote has been sent to the customer for approval. The investigation is ongoing.